Event description:
Pre op diagnosis: cancer in lobe of the lung (B)(6) was performing a vats lobectomy and transected the blood supply with egia30ctav. The first 4 firings fired fine but the staple line oozed. The fifth firing was a branch off the pulmonary artery and it bleed on the outside of the staple line. It bleed very bad. They had to open and had to give the patient blood while trying to control the pulmonary artery. The artery was finally controlled and the case was finished. They staff did not save product. Unanticipated blood loss more than 500cc. Had to give the patient blood. Surgery time was delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
Procedure: lobectomy. According to the reporter: (B)(4).